Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was (B)(6)pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
The patient reported that they are feeling shocks where the wire goes around and into/underneath their spine. The patient noted that they are pinching shocks, almost like a short has occurred. They stated that they tried adjusting and turning up stimulation, but it doesn¿t feel right. The patient noted that they are no longer getting the relief they had. They mentioned being on group a with programs 1-3, and also confirmed they had no additional groups. The patient also noted having a fall as they slipped in the bathtub, but that was after the issues started occurring. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-28. It was reported that they met with manufacturer representative and a new program was set up. They turned the numbers up and down to make sure the patient was getting relief and understood the new program and how it worked. The shocking/pinching at the lead wire and no longer getting relief was resolved. No further complications were reported/anticipated.